Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The unit returned has catheter damage (detached at the sheath lap joint assembly). Impedance testing shows a good unit wave form. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that a tip detachment occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified proximal end to middle of the left anterior descending (lad) and first diagonal of lad artery. An opticross¿ imaging catheter was selected to view the lesion. It was noted that, after observing the diagonal branch with this device, the physician attempted to observe the main trunk by performing the pullback from the middle of lad. When starting the pullback, dark image appeared. The physician thought that flushing was not enough and then pulled the catheter; however, cine angiogram showed that the femoral marker did not move. The physician removed the device and noticed that the device was detached at the lap joint part. Furthermore, it was noted that the detached distal tip was on the guidewire. The physician pulled the guidewire carefully and retracted the detached section into the guiding catheter. The guiding catheter, the guidewire and the detached section of this device were removed together as one unit. The procedure was completed without performing another intravascular ultrasound (ivus). No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a tip detachment occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified proximal end to middle of the left anterior descending (lad) and first diagonal of lad artery. An opticross¿ imaging catheter was selected to view the lesion. It was noted that, after observing the diagonal branch with this device, the physician attempted to observe the main trunk by performing the pullback from the middle of lad. When starting the pullback, dark image appeared. The physician thought that flushing was not enough and then pulled the catheter; however, cine angiogram showed that the femoral marker did not move. The physician removed the device and noticed that the device was detached at the lap joint part. Furthermore, it was noted that the detached distal tip was on the guidewire. The physician pulled the guidewire carefully and retracted the detached section into the guiding catheter. The guiding catheter, the guidewire and the detached section of this device were removed together as one unit. The procedure was completed without performing another intravascular ultrasound (ivus). No patient complications were reported and the patient's status is good.